Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles and preserve contamination. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.